Manufacturer narrative:
The data log files for the subject event were not made available, therefore, no investigation was performed.

Event description:
It was reported that there was an issue to load the images during the surgery.